Manufacturer narrative:
Analysis of the available patient files dated of (B)(6) 2023 revealed: oan abnormal battery depletion ono overconsumption -the expertise of the returned ICD didn¿t reveal over-consumption. -the battery analysis confirmed that the root cause of the fast battery depletion is a battery failure (due to cluster). Please refer to the attached report.

Event description:
Reportedly, the device has reached the rrt on (B)(6) 2023. A premature battery depletion is suspected. The device was explanted.

Event description:
Reportedly, the device has reached the rrt on august 2023. A premature battery depletion is suspected. The device explantation is planned.

Manufacturer narrative:
Analysis of the available patient files dated of 15 september 2023 revealed: an abnormal battery depletion o no overconsumption - the expertise of the returned ICD revealed the battery was depleted and no over-consumption was detected. - the root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. - further investigations are ongoing at the battery manufacturer level. Please refer to the attached report.